Event description:
The caller says they are having multiple problems with epidural sets. The caller alleges there was blockage by the filter area where the tubing connects to the top of the filter. Nothing could get into the filter. This happened four different known times. The caller has not samples to send back nor lot numbers to provide at this time.

Manufacturer narrative:
The device was not returned to moog for evaluation. The complaint could not be confirmed.